Manufacturer narrative:
G4: 09oct2020. B4: 13oct2020. It was reported that the customer replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported that when powering on the ventilator failed alarm light emitting diode (led). There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs the error code indicating check vent: alarm led failed. The customer was advised to replace the power switch overlay.